Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and abscess at implant site and was treated with IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on june 24, 2022.